Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that when she inserted the strip into her onetouch ultra 2 it was taking 10 seconds to obtain a result. The complaint was classified based on customer service representative (csr) documentation. The patient was unable to confirm when the alleged issue began. She reported that she manages her diabetes with a combination of medication (lantus 8 units am and pm, humalog 2 units am, 1 unit at lunchtime and 5 units at dinner) and made no changes to her normal diabetes management regimen in response to the alleged issue. The patient stated that at an unknown time after the alleged issue she had developed symptoms of ¿shakiness and disoriented¿. The patient confirmed she did not receive or require any medical treatment. Csr noted the issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The meter involved in this complaint was returned to lifescan. The returned meter was tested and passed testing, the alleged issue could not be confirmed.